Manufacturer narrative:
The sample is serum and collected in a sst tube. The customer stated that the fresh sample was slightly cloudy, but did not appear lipemic. It was not until the sample was frozen that it appeared lipemic. Qc has been within laboratory established ranges. No other patient results yielded erroneously. A bec field service engineer (fse) was dispatched and evaluated the instrument, and was functioning to specifications. This event is a sample-specific issue. It appears that the false low na results could have been caused by hyperlipidemia, which can interfere with bec's indirect ise methodology (and flame photometry). Other components specific to this patient may have also interfered. The investigation is ongoing. This report is related to the following mdrs that are being reported on different dates and on different instruments for the similar events that occurred at this customer site: 2050012-2011-05138, 2050012-2011-05139, 2050012-2011-05140, 2050012-2011-05141, 2050012-2011-05142, 2050012-2011-05143, 2050012-2011-05144, 2050012-2011-05145.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining false low sodium (na) results on a single patient generated by the unicel dxc 800 pro synchron chemistry analyzer. The same patient sample had given a low dxc na result a month previously, on (B)(6) 2011. This event is documented in mdr2050012-2011-05139. The customer also ran the same patient sample on two (2) other instruments and generated the same erroneously low results on separate dates. The erroneous results were reported out of the laboratory; however the physician did not believe the results and had the sample analyzed by an alternate method (istat whole blood - direct ise methodology) with a higher result. The physician notified the lab when the dxc na results were reported. Treatment was not initiated or withheld as a result of this event as the physician did not believe the erroneous results.